Event description:
It was reported that during the right ventricular (rv) lead implant attempt, the lead was re-implanted multiple times due to poor electrical values, stability issues, and under fluoroscopy, the helix appeared to not extend reliably. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. In addition, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead appeared to have been damaged at implant.